Event description:
It was reported that interrogation of the device revealed loss of ventricular capture at 3.5 v and 7.5 v. The bipolar r-wave sensing threshold was 0.5 mv, and unipolar sensing was 1.0 mv. The patient is a surfer and has a history of ventricular lead fracture.